Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced sensor failure along with pain at the insertion site and a small spot of blood on the skin. Patient did not seek any medical treatment.